Event description:
On 3/3/94 had spinal fusion with hardware to spine. While in hosp, got staph infection. Stayed in hosp until first week of april. Taken back to surgery 3 times. After going home for about 5 days, readmitted to hosp with severe pain in all joints and inability to move in bed or even turn over without someone turning her. Also severe spasms in legs. She was on 16 weeks of IV administering to herself 3 times a day with nurses coming 3 times a week and lab work drawn once a week. In 10/94 went back to doctor. He stated hardware was loose and needed to come out. Also stated fusion was not taking and she had a crack on the left side of the spine area. Infectious disease doctor told doctor the hardware needed to come out. He told pt that even with all the problems, she had a 95% chance of never having any more problems.